Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4), registration number: 3009121749. Attempts were made to gather thorough event information during complaint processing; the physician commented that arteriosclerosis was very advanced, so it trapped the guidewire and led it to fracture. The patient was fine after the procedure. The patient will undergo another ppi to treat left sfa and will be discharged after that procedure. The returned guidewire had its coil wire fractured at the middle solder located at 15mm from the tip. At 13mm distal to the middle solder, the core wire was exposed and found fractured. The core fracture was observed under a microscope. It revealed that the core wire had a flat fracture surface and spiral marks on its shaft suggesting that fracture was due to accumulated torsion. The coil wire was twisted as coils were straightened by pulling force. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above investigation outcome, it was concluded that rotational force exceeding the product's design limit might be inadvertently applied to the guidewire while its tip had been trapped by the target lesion. The coil wire was assumed to be broken by excess pulling force applied along with removal of the guidewire from the vasculature. There was no indication of product deficiency. IFU sates: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During ppi to treat a heavily calcified cto lesion in the right superficial femoral artery, an asahi guidewire was used in an attempt to cross the lesion and its tip got stuck. When torsion was applied to the guidewire, it made the guidewire to be fractured. The procedure was done under vascular ultrasound, not under fluoroscopy. The physician decided it was unable to retrieve the wire fragment and continued the procedure with a new guidewire. The blood flow was established and the wire fragment was fixed to the vessel wall with a covered stent.